Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator did not pass the exhalation valve calibration. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the exhalation valve assembly. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One exhalation valve assembly was returned to medtronic for analysis. Visual inspection showed no anomalies. The returned exhalation valve assembly was attached to failure investigation test ventilator for analysis. The unit powered up and calibration failed with the error message ¿pressure sensor cross-check failed.¿ further investigation found pressure sensor (ps1) on the exhalation sensor printed circuit board assembly (pcba) to be defective. Fi found faults of the part returned. The cause of the event was isolated in the field to a potential fault in the ps1 on the exhalation sensor pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator did not pass the exhalation valve calibration. The ventilator was not in use on a patient at the time of the reported event.